Manufacturer narrative:
The product was returned for analysis. Loose fibers and a clear appearing foreign material was observed inside the well area of the lens case and one clear appearing foreign material was observed outside the well area of the lens case. No rubber particle was observed. No damage was observed to the lens case. A used monarch (b) cartridge was returned. A small amount of solution was dried in the loading area, the nozzle entry area, and in the cartridge tip. Cartridge tip showed stress lines, indicative of a lens delivery attempt. Cartridge showed evidence of being placed into a handpiece. A monarch (b) cartridge was returned in an unopened peel pouch. The pouch was opened to evaluate the cartridge. No damage or foreign material is observed in or on the cartridge. A functional test was conducted using the unused cartridge, an approved viscoelastic, an approved lens model, and a monarch ii green handpiece. The lens was delivered with no abnormalities observed. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested and received. This report was mailed to FDA on: 10/10/2008.

Event description:
A surgeon reports that, during an intraocular lens (iol) implant surgery, the incision was enlarged to facilitate removal of a particle. The pt was kept in the hospital for an additional day for observation. In a follow-up, the surgeon reports that the pt was "ok" and the outcome of the event was "good". She does not feel the device caused or contributed to the event.